Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - ma/ referral coordinator. The actual device was not returned for evaluation. Based on the results of our investigation, the root cause of the complaint could not be identified related to our product or process. The actual sample was not returned for evaluation hence we could not provide detailed information of its actual condition. Retention samples were visually confirmed free from defects that will affect activation of safety sheath and passed evaluation for sheath activation and deactivation. Also, no irregularity was encountered during the simulation of manual sheath activation that may lead to the complaint. We have series of visual in-process inspections to detect an abnormality on the sheath that may lead to a problem during sheath activation. The molding condition of the components critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to sheath activation problems and needle sticks. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. Lot history file revealed no related nonconformity or irregularity that will lead to the complaint. Prior shipment, qc conducts outgoing visual, sensory, and functional inspections to assure lots are of good quality. Therefore, we advise to follow the instructions for use (IFU) for the proper usage of the sg2 needle indicated on the unit box in which warnings to prevent needle stick, cautions, and precautions are also included. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported the one of the staff members suffered a needle stick with this item. The issue with the product was that the safety mechanism did not close completely over the needle causing confusion on whether the needle was secured inside of the safety. Additional information was received on 19march2021: the hcp activated the device against a hard surface, post patient vaccine, and when he picked it back up the safety needle had not been locked in, and he incurred a needle stick. Per facility protocol he was sent to hospital for bbp exposure testing and was cleared to return to work the next day. The actual patient who received the vaccine was not affected. He has completed the required 1 week follow up at hospital on (B)(6) 2021 and is healthy and cleared completely.